Event description:
Facility reported that while two caregivers were transferring a resident from a chair to a bed, the lift started to tip, but was held back. The resident did not fall. No injuries were reported.